Event description:
Access to the pocket was obtained with sharp and blunt dissection as well as electrocautery. The device therapies were deactivated postoperatively. The generator was removed from the pocket. After removal of the generator, the device emitted several tones and ICD shock therapy was delivered. This recurred, and a magnet was placed over the device. The device was then disconnected from the leads.